Event description:
It was reported that a patient presented remotely with a false positive premature battery depletion alert from their implantable pacemaker. No intervention was performed. Patient condition and symptoms were not reported.